Manufacturer narrative:
Summary of evaluation: the evaluation results could not verify the reported complaint and suggest that this event is not device related but rather is associated with intra-operative technique.

Event description:
The surgeon had difficulty seating the liner in the shell. It never engaged despite repeated attempts. A different liner was user and that seated properly. There was no adverse consequence for the pt.